Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high blood glucose of 245 mg/dl and a few bent cannulas. Troubleshooting found that the infusion set contains air bubbles and customer resolved this issue by changing the infusion set. Customer was advised to monitor the pump and to call back for further assistance if necessary. No further details given.